Event description:
It was reported that previous implanted ICD not functioning at patient's residence. It was thought that lead fractured. Lead was replaced. No patient complications have been reported as result of this event. Further information from an attorney alleges patient suffered physical and other injury as a result of the recalled lead and experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Further alleges patient suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed and suffered these shocks and fractures without any alarm sounding from this purportedly "enhanced" monitor. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish". Patient "has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced".